Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
It was reported that the 2.25x20mm trek balloon dilatation catheter (bdc) was used after its expiration date of 04/30/2019. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The coronary dilatation catheters (cdc), trek rx and mini trek, global, instruction for use states: note the ¿use by¿ date. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Initial reporter updated.

Event description:
Subsequent to the initially filed report, the following information was received:the expired 2.25 x 20 mm trek balloon dilatation catheter (bdc) was used in a procedure to treat an ostial lesion in the left main to left anterior descending coronary artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.